Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated from her fallopian tube and perforated her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), migraine ("migraine") and alopecia ("hair loss"). The patient was treated with surgery (patient underwent hysterosalpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, dysgeusia, rash, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, uterine perforation and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated from her fallopian tube and perforated her uterus / perforation of organs"), fallopian tube perforation ("perforation (fallopian tube(s)),") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure (batch no. 708871) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's concurrent conditions included obesity. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), the first episode of migraine ("migraine"), alopecia ("hair loss"), depression ("depression"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urticaria ("rashes or skin conditions type: hives"), the second episode of migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), papilloma viral infection ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"), uterine leiomyoma ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"), feeling abnormal ("brain fog"), mood swings ("mood swings"), anxiety ("anxiety"), cyst ("cysts"), hot flush ("hot flashes"), arthritis ("arthritis"), endometrial disorder ("endometrial diagnosis") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, systemic lupus erythematosus, abdominal pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, dysgeusia, rash, alopecia, depression, abdominal distension, menorrhagia, vulvovaginal mycotic infection, fibromyalgia, urticaria, the last episode of migraine, headache, tooth disorder, papilloma viral infection, uterine leiomyoma, feeling abnormal, mood swings, anxiety, cyst, hot flush, arthritis, endometrial disorder and weight increased outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometrial disorder, fallopian tube perforation, feeling abnormal, fibromyalgia, headache, hot flush, menorrhagia, mood swings, papilloma viral infection, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urticaria, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) 2010 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated from her fallopian tube and perforated her uterus / perforation of organs"), fallopian tube perforation ("perforation (fallopian tube(s)),") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure (batch no. 708871) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's concurrent conditions included overweight. In march 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), the first episode of migraine ("migraine"), alopecia ("hair loss"), depression ("depression"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), urticaria ("rashes or skin conditions type: hives"), the second episode of migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), papilloma viral infection ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"), uterine leiomyoma ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"), feeling abnormal ("brain fog"), mood swings ("mood swings"), anxiety ("anxiety"), cyst ("cysts"), hot flush ("hot flashes"), arthritis ("arthritis"), endometrial disorder ("endometrial diagnosis") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and salpingectomy) and surgery (total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, systemic lupus erythematosus, abdominal pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, dysgeusia, rash, alopecia, depression, abdominal distension, menorrhagia, vulvovaginal mycotic infection, fibromyalgia, urticaria, the last episode of migraine, headache, tooth disorder, papilloma viral infection, uterine leiomyoma, feeling abnormal, mood swings, anxiety, cyst, hot flush, arthritis, endometrial disorder and weight increased outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometrial disorder, fallopian tube perforation, feeling abnormal, fibromyalgia, headache, hot flush, menorrhagia, mood swings, papilloma viral infection, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urticaria, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) 2010 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: menorrhagia, vulvovaginal mycotic infection, fibromyalgia, migraine, tooth disorder, fallopian tube perforation, abdominal distension, papilloma viral infection, feeling abnormal, mood swings, anxiety, cyst, hot flush, arthritis, endometrial disorder, device monitoring procedure not performed, weight increased, concomitant disease, product lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated from her fallopian tube and perforated her uterus / perforation of organs"), fallopian tube perforation ("perforation (fallopian tube(s)),") and systemic lupus erythematosus ("lupus") in a 46-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included cefixime (flexeril), gabapentin since 2016, linaclotide (linzess), mirtazapine since 2016, progesterone (prometrium) and venlafaxine hydrochloride (effexor) since 2015. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), depression ("depression"), urticaria ("rashes or skin conditions type: hives"), mood swings ("mood swings"), anxiety ("anxiety") and coital bleeding ("postcoital bleeding") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced constipation ("chronic constipation"). In october 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2012, the patient experienced loss of bladder sensation ("lack of sensation to urinate"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") and tooth disorder ("dental problems crowns and pulled tooth"). On (B)(6) 2017, the patient experienced cervical dysplasia ("cervical dysplasia"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), papilloma viral infection ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"), feeling abnormal ("brain fog"), cyst ("cysts"), hot flush ("hot flashes"), arthritis ("arthritis"), endometrial disorder ("endometrial diagnosis"), irritable bowel syndrome ("irritable bowel syndrome") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, systemic lupus erythematosus, abdominal pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, dysgeusia, rash, migraine, alopecia, depression, abdominal distension, vulvovaginal mycotic infection, fibromyalgia, urticaria, headache, tooth disorder, papilloma viral infection, uterine leiomyoma, feeling abnormal, mood swings, anxiety, cyst, hot flush, arthritis, endometrial disorder, weight increased, loss of bladder sensation, cervical dysplasia, fatigue, constipation, irritable bowel syndrome and vulvovaginal pain outcome was unknown, the pelvic pain, abdominal pain lower and coital bleeding had resolved and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, cervical dysplasia, coital bleeding, constipation, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometrial disorder, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, headache, hot flush, irritable bowel syndrome, loss of bladder sensation, menorrhagia, migraine, mood swings, papilloma viral infection, pelvic pain, rash, systemic lupus erythematosus, tooth disorder, urticaria, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) 2010 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and medical record received. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Events lack of sensation to urinate, cervical dysplasia, fatigue, chronic constipation, irritable bowel syndrome, postcoital bleeding, vaginal pain added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had migrated from her fallopian tube and perforated her uterus / perforation of organs'), fallopian tube perforation ('perforation (fallopian tube(s)),') and systemic lupus erythematosus ('lupus') in a 46-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's medical history included colposcopy and menstruation frequent. Concurrent conditions included diabetes since 2016, hypertension since 2011, obesity, skin irritation, uterine fibroid, pelvic prolapse, cervicitis, cervical dysplasia, dysmenorrhea, post coital bleeding, human papilloma virus infection and dysplasia (of cervix uteri). Concomitant products included cefixime (flexeril), ethinylestradiol;levonorgestrel (seasonique), gabapentin since 2016, linaclotide (linzess), mirtazapine since 2016, progesterone (prometrium) and venlafaxine hydrochloride (effexor) since 2015. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), depression ("depression"), urticaria ("rashes or skin conditions type: hives, big hot, itchy hives"), mood swings ("mood swings"), anxiety ("anxiety") and coital bleeding ("postcoital bleeding") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced constipation ("chronic constipation"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraine") and headache ("headaches"). In may 2012, the patient experienced loss of bladder sensation ("lack of sensation to urinate"). In (B)(6)2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced arthritis ("arthritis"). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalsia") and underwent tooth extraction ("dental problems cowns and pulled tooth"). On (B)(6) 2017, the patient experienced cervical dysplasia ("cervical dysplasia"), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("having a lot of heavy bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), papilloma viral infection ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"), feeling abnormal ("brain fog"), cyst ("cysts"), hot flush ("hot flashes"), endometrial disorder ("endometrial diagnosis"), irritable bowel syndrome ("irritable bowel syndrome"), vulvovaginal pain ("vaginal pain"), vitamin d deficiency ("vitamin d deficiency"), pruritus ("big, hot, itchy hives"), erythema ("ear turns red") and night sweats ("night sweat") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, abdominal pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, dysgeusia, rash, migraine, alopecia, depression, abdominal distension, vulvovaginal mycotic infection, fibromyalgia, urticaria, headache, tooth extraction, papilloma viral infection, uterine leiomyoma, feeling abnormal, mood swings, anxiety, cyst, hot flush, arthritis, endometrial disorder, weight increased, loss of bladder sensation, cervical dysplasia, fatigue, constipation, irritable bowel syndrome, vulvovaginal pain, vitamin d deficiency, pruritus, erythema and night sweats outcome was unknown, the pelvic pain, abdominal pain lower and coital bleeding had resolved and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, cervical dysplasia, coital bleeding, constipation, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometrial disorder, erythema, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hot flush, irritable bowel syndrome, loss of bladder sensation, menorrhagia, migraine, mood swings, night sweats, papilloma viral infection, pelvic pain, pruritus, rash, systemic lupus erythematosus, tooth extraction, urticaria, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) 2010 and (B)(6) 2013. Current weight: 300 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Lot number:708871. Manufacturing date:2010-01. Expiration date:2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had migrated from her fallopian tube and perforated her uterus / perforation of organs'), fallopian tube perforation ('perforation (fallopian tube(s)),'), genital haemorrhage ('having a lot of heavy bleeding') and systemic lupus erythematosus ('lupus') in a 46-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's concurrent conditions included diabetes since 2016, hypertension since 2011 and obesity. Concomitant products included cefixime (flexeril), gabapentin since 2016, linaclotide (linzess), mirtazapine since 2016, progesterone (prometrium) and venlafaxine hydrochloride (effexor) since 2015. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), depression ("depression"), urticaria ("rashes or skin conditions type: hives"), mood swings ("mood swings"), anxiety ("anxiety") and coital bleeding ("postcoital bleeding") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced constipation ("chronic constipation"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2012, the patient experienced loss of bladder sensation ("lack of sensation to urinate"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced arthritis ("arthritis"). In may 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalsia") and underwent tooth extraction ("dental problems crowns and pulled tooth"). On (B)(6) 2017, the patient experienced cervical dysplasia ("cervical dysplasia"), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), papilloma viral infection ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"), feeling abnormal ("brain fog"), cyst ("cysts"), hot flush ("hot flashes"), endometrial disorder ("endometrial diagnosis"), irritable bowel syndrome ("irritable bowel syndrome") and vulvovaginal pain ("vaginal pain") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, abdominal pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, dysgeusia, rash, migraine, alopecia, depression, abdominal distension, vulvovaginal mycotic infection, fibromyalgia, urticaria, headache, tooth extraction, papilloma viral infection, uterine leiomyoma, feeling abnormal, mood swings, anxiety, cyst, hot flush, arthritis, endometrial disorder, weight increased, loss of bladder sensation, cervical dysplasia, fatigue, constipation, irritable bowel syndrome and vulvovaginal pain outcome was unknown, the pelvic pain, abdominal pain lower and coital bleeding had resolved and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, cervical dysplasia, coital bleeding, constipation, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometrial disorder, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hot flush, irritable bowel syndrome, loss of bladder sensation, menorrhagia, migraine, mood swings, papilloma viral infection, pelvic pain, rash, systemic lupus erythematosus, tooth extraction, urticaria, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) 2010 and (B)(6) 2013. Current weight: 300 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received : consumer city was updated, new reporter was added, concomitant condition was added, event was added- genital bleeding incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had migrated from her fallopian tube and perforated her uterus / perforation of organs'), fallopian tube perforation ('perforation (fallopian tube(s)),') and systemic lupus erythematosus ('lupus') in a 46-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's medical history included colposcopy and menstruation frequent. Concurrent conditions included diabetes since 2016, hypertension since 2011, obesity, skin irritation, uterine fibroid, pelvic prolapse, cervicitis, cervical dysplasia, dysmenorrhea, post coital bleeding, human papilloma virus infection and dysplasia (of cervix uteri). Concomitant products included cefixime (flexeril), ethinylestradiol;levonorgestrel (seasonique), gabapentin since 2016, linaclotide (linzess), mirtazapine since 2016, progesterone (prometrium) and venlafaxine hydrochloride (effexor) since 2015. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), depression ("depression"), urticaria ("rashes or skin conditions type: hives, big hot, itchy hives"), mood swings ("mood swings"), anxiety ("anxiety") and coital bleeding ("postcoital bleeding") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced constipation ("chronic constipation"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2012, the patient experienced loss of bladder sensation ("lack of sensation to urinate"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced arthritis ("arthritis"). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalsia") and underwent tooth extraction ("dental problems cowns and pulled tooth"). On (B)(6) 2017, the patient experienced cervical dysplasia ("cervical dysplasia"), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("having a lot of heavy bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), papilloma viral infection ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"), feeling abnormal ("brain fog"), cyst ("cysts"), hot flush ("hot flashes"), endometrial disorder ("endometrial diagnosis"), irritable bowel syndrome ("irritable bowel syndrome"), vulvovaginal pain ("vaginal pain"), vitamin d deficiency ("vitamin d deficiency"), pruritus ("big, hot, itchy hives"), erythema ("ear turns red") and night sweats ("night sweat") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and total hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, abdominal pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, dysgeusia, rash, migraine, alopecia, depression, abdominal distension, vulvovaginal mycotic infection, fibromyalgia, urticaria, headache, tooth extraction, papilloma viral infection, uterine leiomyoma, feeling abnormal, mood swings, anxiety, cyst, hot flush, arthritis, endometrial disorder, weight increased, loss of bladder sensation, cervical dysplasia, fatigue, constipation, irritable bowel syndrome, vulvovaginal pain, vitamin d deficiency, pruritus, erythema and night sweats outcome was unknown, the pelvic pain, abdominal pain lower and coital bleeding had resolved and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, cervical dysplasia, coital bleeding, constipation, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometrial disorder, erythema, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hot flush, irritable bowel syndrome, loss of bladder sensation, menorrhagia, migraine, mood swings, night sweats, papilloma viral infection, pelvic pain, pruritus, rash, systemic lupus erythematosus, tooth extraction, urticaria, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) 2010 and (B)(6) 2013. Current weight: 300 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Amendment: the report was amended for the following reason: as per the mail communication this case was duplicate of case (B)(4). All the information has been transferred to deletion case to this case. Legacy device report num 2951250-2020-03609 transferred from duplicate case (B)(4).seriousness criteria for previously reported event genital hemorrhage updated to non serious. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had migrated from her fallopian tube and perforated her uterus / perforation of organs'), fallopian tube perforation ('perforation (fallopian tube(s)),') and systemic lupus erythematosus ('lupus') in a 46-year-old female patient who had essure (batch no. 708871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's medical history included colposcopy and menstruation frequent. Concurrent conditions included diabetes since 2016, hypertension since 2011, obesity, skin irritation, uterine fibroid, pelvic prolapse, cervicitis, cervical dysplasia, dysmenorrhea, post coital bleeding, human papilloma virus infection and dysplasia (of cervix uteri). Concomitant products included cefixime (flexeril), ethinylestradiol;levonorgestrel (seasonique), gabapentin since 2016, linaclotide (linzess), mirtazapine since 2016, progesterone (prometrium) and venlafaxine hydrochloride (effexor) since 2015. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/ pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), depression ("depression"), urticaria ("rashes or skin conditions type: hives, big hot, itchy hives"), mood swings ("mood swings"), anxiety ("anxiety") and coital bleeding ("postcoital bleeding") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced constipation ("chronic constipation"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2012, the patient experienced loss of bladder sensation ("lack of sensation to urinate"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced arthritis ("arthritis"). In (B)(6) 2015, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalsia") and underwent tooth extraction ("dental problems cowns and pulled tooth"). On (B)(6) 2017, the patient experienced cervical dysplasia ("cervical dysplasia"), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("having a lot of heavy bleeding"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), abdominal pain lower ("excessive cramping"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"), papilloma viral infection ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"), feeling abnormal ("brain fog"), cyst ("cysts"), hot flush ("hot flashes"), endometrial disorder ("endometrial diagnosis"), irritable bowel syndrome ("irritable bowel syndrome"), vulvovaginal pain ("vaginal pain"), vitamin d deficiency ("vitamin d deficiency"), pruritus ("big, hot, itchy hives"), erythema ("ear turns red") and night sweats ("night sweat") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: human papilloma virus-fibroid in uterus"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and total hysterectomy and salpingectomy). Essure was removed on(B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, systemic lupus erythematosus, abdominal pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, dysgeusia, rash, migraine, alopecia, depression, abdominal distension, vulvovaginal mycotic infection, fibromyalgia, urticaria, headache, tooth extraction, papilloma viral infection, uterine leiomyoma, feeling abnormal, mood swings, anxiety, cyst, hot flush, arthritis, endometrial disorder, weight increased, loss of bladder sensation, cervical dysplasia, fatigue, constipation, irritable bowel syndrome, vulvovaginal pain, vitamin d deficiency, pruritus, erythema and night sweats outcome was unknown, the pelvic pain, abdominal pain lower and coital bleeding had resolved and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, arthritis, back pain, cervical dysplasia, coital bleeding, constipation, cyst, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometrial disorder, erythema, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hot flush, irritable bowel syndrome, loss of bladder sensation, menorrhagia, migraine, mood swings, night sweats, papilloma viral infection, pelvic pain, pruritus, rash, systemic lupus erythematosus, tooth extraction, urticaria, uterine leiomyoma, uterine perforation, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) 2010 and (B)(6) 2013. Current weight: 300 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Lot number:708871 manufacturing date:2010-01 expiration date:2013-01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had migrated from her fallopian tube and perforated her uterus / perforation of organs") and systemic lupus erythematosus ("lupus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain/ pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("excessive cramping"), dysgeusia ("metallic taste in her mouth"), rash ("skin rashes"), migraine ("migraine"), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (patient underwent hysterosalpingectomy to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, systemic lupus erythematosus, abdominal pain, pelvic pain, dyspareunia, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, dysgeusia, rash, migraine, alopecia and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash, systemic lupus erythematosus, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) 2010 and (B)(6) 2013. Most recent follow-up information incorporated above includes: on 26-apr-2018: information received from legal department. Essure was inserted in (B)(6) 2013. Plaintiff also experienced lupus and depression. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.